Manufacturer narrative:
Based on the claim against the product by the customer noting trouble loading the clips and instrument grips not aligned correctly, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed, and failure analysis found the clip applier instrument failed the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain clip through engagement but could not apply the clip as commanded. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Failure analysis also found additional observation not reported by the site but related to the reported issue: the instrument was found to have a bent grip and the tip does not align with the other grip. This complaint is a reportable malfunction due to the following conclusion: failure analysis confirmed a failed clip test with the finding of a bent grip. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier grips were not aligned correctly. The customer had trouble loading clips as the tips could be bent/offset. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the teleflex weck clip was never loaded. The certified surgical technologist (cst) could not get the clip to hold and noticed the tips were a little off. A new instrument was opened and used for the case.